Manufacturer narrative:
Product event summary: according to the reporter: the endo stitch device dropped the needle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle disengaged from the device. No one was harmed in use of this product. There was not a patient injury or death.